Event description:
The device was in need of repair. The event timing was during inspection. There was no harm to the patient or delay reported. No adverse events were reported as a result of this malfunction. Upon inspection, the comb was heavily damaged. No further event information available at the time of this report.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Visual inspection found the comb was heavily damaged and therefore calibration testing could not be performed. The device was sent back to the customer unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.